Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 823356. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had epidural hematoma. Symptoms of bladder paralysis and left leg paralysis were noted. The physician confirmed that the hematoma was device related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.